Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Heart block/ arrhythmia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: device with passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient experienced complete heart block and rapidly decor sated. The patient was brought back to catheterization lab to properly place transvenous pacing, stabilize and return to the unit. The goal will be to wean drops as tolerated and restabilize. Two days later, the patient went into atrial fibrillation with rapid ventricular response requiring cardioversion x 1, amiodarone bolus and continued drops with increasing pressor requirements. Epinephrine was weaning to off and holding off on impella wean. The patient's outcome was stable.